Event description:
Received phone call from operating room regarding pt whose device reached eos but who also had high impedance although still felt stimulation. During the surgery to replace the ncp generator, the physician found that the lead insulation was broken and applied silicone glue.